Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system was not installed properly and leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd nexiva closed IV catheter system was not installed properly and leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received a 22ga nexiva catheter-adapter extension set on a package tray. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation adapter from tubing with lot # 8073774 regarding (B)(4). DHR review shows a total of 335930 were manufactured on nexiva line 2 starting on (B)(6) 2018 through (B)(6) 2018. 1 non-related quality notification where disposition of the product, root cause and corrective actions were applied according to the quality control plan. All other challenge, set up and in process inspections passed per specifications. Eura (end user risk analysis) review this effect has a limited severity with ranking s2. Occurrence rate of this defect is remote (=10 imp) for this batch. With limited severity and remote occurrence, the risk to the end user is acceptable. The unit revealed the end of the extension tube was not correctly inserted into the winged adapter and was instead glued to the top part of the port. Traces of clear adhesive was observed on the tubing and in between the port and the tubing. Probable root cause is related to manufacturing. The extension tubing was not properly inserted into the winged adapter, this condition would cause the leakage the customer indicated. This defect occurs during the manufacturing process on zone 8 at the adhesive dispense station if the catheter adapter is misaligned during the insertion of the extension tube. Current process controls include routine leak testing after zone 9 as well as a 100% online flow tester in zone 8. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.